Manufacturer narrative:
This supplemental report was filled to provide device evaluation results. Field b5: describe event or problem and field h6: device codes were updated as a result. Patient code 3191 captures the reportable event of surgery. Upon receipt at our post market quality assurance laboratory, detailed mechanical and electrical testing was performed on the device. The device battery status was ert. The device functioned normally throughout testing. Laboratory analysis determined that this device experienced normal battery depletion; however, the estimated longevity remaining value appeared to decrease more quickly than expected between routine follow-ups. Factors influencing the estimated longevity remaining calculation include pacing rate, amplitude, pulse-width and lead impedance. Any (even slight) changes in these factors will impact the battery consumption calculation and therefore the remaining longevity estimate. Please note that, despite the drop in estimated longevity remaining, the actual battery condition did not change significantly between follow-ups. In summary, it was determined that this device experienced normal battery depletion, but declared ert earlier than previously estimated. Of note, this pacemaker's battery was designed to estimate remaining longevity (and trigger corresponding device replacement indicators) based on the pacing capacitor charge time, which progressively increases as the battery depletes. These pacemakers were not designed with an ability to calculate remaining longevity for every possible current drain, which may cause replacement indicators to trigger earlier than what was previously estimated; however, it does not negatively impact the use, operation, safety, or performance of the device.

Event description:
It was reported that the battery of this implantable device was suspected to be depleting prematurely. During routine follow up, it was noted that the device reached replacement index sooner than expected, therefore it was decided to replace he device. No additional adverse patient effects were reported. The device was returned analyzed.

Manufacturer narrative:
Product was returned. At this point, product analysis has not yet been performed for this device. (B)(4).

Event description:
It was reported that the battery of this implantable device was suspected to be depleting prematurely. During routine follow up, it was noted that the device reached replacement index sooner than expected, therefore it was decided to replace he device. No adverse patient effects were reported. The device was returned and it is waiting for product analysis.